Event description:
Boston scientific received information that during a routine follow up this pacemaker was unresponsive during interrogation with a programmer. The pacemaker was interrogated two more times with a different programmer and again was unable to be interrogated. The physician elected to replace the pacemaker as it could not be confirmed that the device was capable of performing its essential functions. No adverse patient effects were reported. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Interrogation was not successful with a programmer, and telemetry could not be established with the device. Initial testing confirmed no pacing output was present. The device case was removed to allow additional testing. Visual inspection noted a blemish on the insulator material that lines the inside of the device case. This blemish was in the area of the device telemetry capacitor. Electrical testing of the internal circuitry revealed a shorting of the telemetry capacitor to the device case. Evidence of electrical overstress was present on the device telemetry capacitor. The origin of the excess current appeared to be external to the device, based on the inability of a pacemaker to generate the level of current required to produce the observed damage. It was reported that the patient had not come in contact with any kind of strong magnet fields or other possible sources which could result in high energy coming in contact with the pacemaker. Laboratory analysis confirmed that the device could not be interrogated and was no longer able to provide pacing. The device telemetry capacitor had shorted to the device case, which resulted in premature depletion of the battery. However, detailed testing could not determine the cause for the shorted condition.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.